Event description:
On (B)(6) 2014, during deployment of the zenith flex main body during an abdominal evar - (abdomen) on an (B)(6) male patient, the doctor was unable to push off the nose cone to release the proximal bare metal stent. The doctor used a coda balloon to stabilize the bottom of the graft whilst taking off the second trigger wire. By doing this, he was able to advance the grey introducer up through the sheath and graft and when this met with the nose cone, the nose cone advanced and released the bare metal stent in the correct place. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.